Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose, low blood glucose (hypoglycemia), the pump battery die out, the pump was cracked on the battery compartment, and could not get the battery cap to stay on. The customer reported a blood glucose value of 147 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen. The event involved products mmt-1880, mmt-332a, and mmt-397a. Troubleshooting was partially performed, and the customer was not been using the insulin pump system within 48 hours of the reported high blood glucose event. The crack was impacted the pump's functionality. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a and mmt-397a. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received without a battery cap, a large crack on the battery compartment, and broken battery tube threads (missing a small section). The damage makes the battery cap to not stay secured into place reliably affecting the ability to keep primary power on for pump operation. The battery cap was placed on the pump and secured using the best possible method to complete pump testing. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and broken battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Cracked battery compartment and broken battery tube threads (missing a small section) are both confirmed. Battery cap damage complaint is unknown since the pump was received without an original battery cap. The unexpected battery power loss complaint will be confirmed due to the extensive damage on the battery compartment and battery tube threads which resulted in the battery cap not be secured on the pump properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.